Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00714 (submitted to the FDA via catsweb). This additional regulatory report decision (arrd) has been created to submit additional information related to completion of the complaint investigation. Approximate age of device ¿ 4 years and 6 months. Manufacturer's investigation conclusion: log file analysis confirmed the reported pump stops. Although a root cause for the pump stops captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. The captured data showed 3 pump stops were captured on (B)(6) 2018 11:27am - 11:51am, corresponding to alarms for low speed and low flow hazard, while the system was connected to battey power. The system showed device operation above the low speed limit for the remainder of the data. The hmii IFU explains that if the system detects a pi event, the pump speed will reduce to the low speed limit and slowly ramp back up by design, which may cause a transient elevation in power. Pi events are captured when the system observes sudden and substantial changes in pulsatility index. Sudden changes in a patient's volume status, arrhythmias, or sudden changes in power or pump speed are some of the various reasons pi events may be initiated. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to clinic on (B)(6) 2018 with several pump stoppages reportedly, the patient was asymptomatic as the pump stops were short in duration. X-rays were sent to technical services, and were unremarkable. The patient had a previous distal end percutaneous lead (driveline) replacement on (B)(6) 2017 for pump stoppages and was provided an ungrounded patient cable at that time. The submitted log file was reviewed by a representative of the manufacturer's technical services team and confirmed the pump stoppages. The patient declined a pump exchange. There were no real complications within the 4.5 years of lvad support. The patient would monitor for further problems. The attending cardiologist reportedly agreed with the patient.